Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01700. It was reported the patient experienced ineffective therapy. X-rays indicated the patient's left lead had fractured. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported as such.